Manufacturer narrative:
Device 2 of 5. E1: patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 15-may-2024, it was reported that the patient faced that he was burned through infusion sets that became dislodged during work. No further information available.